Event description:
The initial reporter alleged a false positive result for the hiv ag parameter of the hiv duo elecsys e2g 300 v2 assay on a cobas e 801 analytical unit. The sample involved was a serum sample collected at a physician's office and transported to the laboratory by courier. The sample was manually loaded as an aliquot and initially tested on (B)(6) 2024. The initial result for hiv ag was 1.21 coi (reactive). Per the customer¿s policy, any reactive hiv result is repeated using the primary tube. The primary tube was tested and generated a result of 0.746 coi (non-reactive). The aliquot was also repeated, generating a result of 0.312 coi (non-reactive). A subsequent repeat of the primary tube generated a result of 0.607 coi (non-reactive). The customer deemed the initial reactive result on the aliquot to be a false positive. No additional confirmatory testing was performed, and the erroneous result was not reported outside the laboratory. No harm to the patient was reported.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer with serial number (B)(6). The investigation did not identify a product or instrument issue. Instrument performance was verified, and all checks, including mechanism checks, reagent primes, and instrument procedures, were successfully completed. Quality control data was reviewed and confirmed to be within acceptable ranges, with no indications of a performance issue for the reagent or instrument. The initial reactive result for the hiv ag parameter was generated on an aliquot sample, while repeat testing on both the aliquot and the primary tube produced non-reactive results. The customer deemed the initial reactive result to be a false positive. Alarm traces from the instrument on the date of the event indicated multiple sample-related issues, such as foam detection, clot detection, and short sample alarms, which may suggest poor sample quality. However, a definitive root cause for the reported event could not be determined. The instrument remains in operation at the customer site, and no further issues have been reported following the service visit.